Event description:
Philips identified a software defect internally in iscv (intellispace cardiovascular) wherein the min or max annulus diameter measurements from uws (ultrasound workspace) 3d auto tv (tricuspid valve) flipping during mapping in iscv. The issue was identified internally and was not in clinical use at the time of event. Based on the new information that philips became aware, this has been determined to be a reportable malfunction. Under specific circumstances, it could potentially lead to misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, it is determined that this constitutes a reportable malfunction.